Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited episodes of oversensing of atrial noise, due to a competitive atrial lead with impedances of over 3000 ohms, which has resulted in pacing inhibition. In addition, due to the noisy signals from the atrial lead, a large number of atrial tachy response (atrs) have been triggered and a review of the device's stored episodes reveal misaligned markers.